Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller (pc). Reportedly, a company representative contacted the patient and the patient's pc software was updated and the message was cleared.